Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. There was no report of any damage to the connector or the patient¿s supply bag. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient is continuing with peritoneal dialysis therapy. Additional information regarding the sample availability has been solicited but unavailable.